Event description:
Provider states the enduser had advised her when the chair was delivered that it was missing a rubber tip for the wheellock, and now the enduser states it is starting to bother her hand without the rubber tip. .